Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the (B)(6) of peritonitis in a patient coincident with dianeal pd2 unknown bag therapy for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced peritonitis manifested by turbid yellow dialysate fluid and abdominal pain. The patient was hospitalized the same date. It was unknown if dianeal therapy was ongoing. The event of peritonitis was ongoing and the patient condition was unchanged. The reporting consumer did not provide an assessment of causality.